Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to myopotential noise oversensing. The patient reported discomfort and pain, presenting to the emergency department (ed) after getting shocked. T-wave oversensing was noted in an untreated episode the week previous. It was noted that amplitudes looked low, with rising t-waves at higher rates. The patient came into the clinic for testing, x-ray imaging and vector optimization. The s-ICD system remains in service. No adverse patient effects were reported.